Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced spontaneous left sided rupture post procedure and a right sided breast cyst post procedure. The issues were diagnosed through magnetic resonance imaging and mammography. The breast cyst necessitated ultrasound guided needle biopsy (results unknown). As a result, explant and replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2021. The left sided rupture was reported initially under 1645337-2021-08295 on (B)(6) 2021. On november 12, 2021 mentor received additional information and initial awareness of the right sided breast cyst. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).